Event description:
Same case as MDR #6000093-2006-00770. During a coronary artery drug eluting stenting treatment procedure the stent came loose from the balloon. The physician was treating a lesion located in the right coronary artery (rca). The physician attempted to place a 2.5x20mm taxus express2 drug eluting stent and when pulling the catheter, the stent started to come off the delivery balloon. When the physician used a 2.5x8mm taxus express2 the stent also started to come off the delivery balloon when it was pulled back into the guide catheter. There were no pt complications reported.